Event description:
Health professional reported, "explanted port/periumbilical discomfort with protruding port, possible band slippage."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Band slippage, pain, and visibility/palpability are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Health professional has declined to provide additional information. Device labeling addresses the reported event of band slippage and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of visibility/palpability as follows: precautions: 6. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.